Event description:
In 2008, the patient reported she is getting recurring e10 (cartridge error) messages on her insulin infusion device. She stated she is using the proper batteries and she changed the battery, but that did not resolve the issue. The patient said when she goes through the cartridge change process, the device's piston rod is already down and the device motor makes a "grinding noise" before the e10 message is given. She was unable to read the serial number for the infusion device. The patient will switch to her backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.